Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that bottom sensor of pump was hanging with a few small wires. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the customer's reported problem " it was stated that the bottom center was hanging with few small wires " was duplicated. Device was confirmed that air detector was disconnected from chassis and some of its wires were broken. The air detector was not secure, and wires were exposed. Replaced the air detector to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs.